Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. It was reported that the ncb plate fractured due to a patient fall event. It is likely that this contributed or directly caused the reported event of plate fracture. However, due to the lack of available information, a definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is complete and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2. Foreign. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent ncb pp df right plate fracture due to a fall. After removal of the fractured implant, the patient was revised with znn afn on an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.